Event description:
Olympus was notified that during a colonoscopy, the suction on the subject device was reported as not working properly. All the suction connections were checked and no problem was found. Then the suction port was checked with an olympus single channel cleaning brush and the suction improved when the brush was removed. Upon removal of the subject device from the patient, a tip of an olympus single channel cleaning brush was visualized. The subject device was sterilized for a full cycle on (B)(4) 2013 via custom ultra sonic machine.

Manufacturer narrative:
An olympus endoscopy support specialist (ess) followed up with the user facility and was informed that the tip of the brush was noted on the distal end of the subject device upon removal from the patient. There was no report of patient cross-contamination or infection. The ess has scheduled a reprocessing in-service for on (B)(4) 2013 to review the cleaning, disinfection and sterilization practices at the user facility. Olympus requested the subject device for evaluation but the subject device has not yet been returned to olympus. Per review of the service history, the subject device has not been in for service at olympus since the device was purchased on (B)(6) 2010. The exact cause of the user's experience cannot be determined. This report will be supplemented if additional and significant information becomes available.